Event description:
Customer's family member called to report high blood glucose's. Troubleshooting was performed. The insulin was not exiting. Also stated the plunger arm was loose. Device was not dropped, bumped, or exposed to moisture.